Manufacturer narrative:
Device power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No back light anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s backlight won¿t turn on. They inserted a new battery, but the lcd was still not working. They could not increase the backlight because nothing was being shown on the screen. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.